Event description:
During a shoulder arthroscopy procedure using an incisor plus, v5.5mm, ep-1, dspl blade, it was reported that the blade shed. The metal shavings were removed by suction; however, the surgeon was unable to confirm that all debris was removed. There was a ten minute delay during the procedure. There were no reports of patient injuries or complications.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. (B)(4).